Event description:
Related MFR report: 3006705815-2020-01996. Additional information received identified the patch addressed the issue.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to any malfunction of the implanted system.

Event description:
Related MFR report: 3006705815-2020-01996. It was reported the patient during removal of the patient's scs trial leads, a cerebrospinal fluid leak occurred. Reportedly, a bloodpatch was performed the next day. No further information was available at this time.